Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v514031, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient experienced an exacerbation of a pre-existing gallstones condition. The patient reportedly experienced tightening in the abdomen, shortness of breath, vomiting, pain between the shoulder blades and reflux. It was noted that the event was ongoing and a non-surgical therapy appointment had been scheduled with the patient¿s healthcare provider on (B)(6) 2013. Additional information reported that the patient had a laparoscopic cholecystectomy on (B)(6) 2013. The patient outcome as of (B)(6) 2013 was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.